Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te231008 occurred during ventilation operation. The alarm then disappeared, and the patient continued to use the ventilator. However, it occurred again at around 17:38 on (B)(6), and the ventilator was replaced with another one. The hospital then requested repairs, and when local staff checked it, it displayed 25% with the oxygen level setting at 21%. No patient harm.